Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a postprandial blood glucose of 189 mg/dl after increasing the pump¿s target per clinical guidance, expressed concern about the higher target, and was transferred for clinical management review; the event was categorized as an adverse event without an identified device or use problem, and no specific device component issue was identified. Symptoms included hyperglycemia with associated hot flashes, polydipsia, and increased hunger. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including synchronized pump data. Investigation of this case revealed no device problem found, and no device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.